Event description:
Reportable based on device analysis completed on 13apr2022. It was reported that the coil could not be delivered and was stretched. The target lesion was located in the renal artery. A 8mmx20cm interlock was selected for use. During the procedure, a microcatheter was used to deploy a 10mmx20cm and a 8mmx20cm 18-coil and both were deployed normally. However, when the 8x20cm 18-coil was deployed, it could not be delivered from the catheter. After repeated attempts, the coil was pulled out and was found stretched and damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed that there were missing fiber bundles.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The introducer sheath, the main coil and the pusher wire were returned. The introducer sheath was inspected, and no damages were noted. The twist lock was opened. The main coil and the pusher wire were not interlocked inside the introducer sheath. The main coil was kinked and stretched. The pusher wire was bent. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. The dimensional inspection revealed that the outer diameter (od) at the zap tip and pusher wire were found to be within specification. However, the outer diameter (od) of the primary coil was found stretched. Also, the number of fiber bundles were missing.